Manufacturer narrative:
Additional information: date received by manufacture was updated to 2018-11-20.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin 83 units were giving erroneous results during use.

Manufacturer narrative:
Investigation summary: bd has conducted further follow up with the customer, which included a facility site visit. The site visit revealed several areas of pre-analytical concern. The pst¿ tubes in use were observed to be not mixed by gentle and complete inversions. Bd¿s instructions for use (IFU) states that these tubes require 8-10 gentle and complete inversions immediately after collection to mix lithium heparin anticoagulant with blood. In addition, as indicated on the IFU, a discard tube was not used by the customer when drawing blood with the push button blood collection set (pbbcs). This discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The customer reached out to the instrument manufacturer, roche, who has also conducted an on-site investigation with the customer. Their conclusion was specimen quality was affected from not following bd¿s IFU, namely proper mixing after phlebotomy. Roche also noted that the aliquoting and re-centrifugation of the specimens in question yielded appropriate quality specimens. Therefore, roche¿s recommendation was that the customer follow all tube manufacturer¿s guidelines. Heparin plasma is the specimen of choice in clinical chemistry testing for an increasing number of laboratories. However, heparin plasma represents a more complex specimen than serum, with unique considerations that may impact specimen quality and test results. Adhering to the following recommended specimen handling and processing steps will help to ensure acceptable plasma specimen quality and overall performance. To assure a high quality specimen when utilizing heparin plasma, several factors are key. Including, but not limited to this are: proper phlebotomy technique to minimize hemolysis, filling evacuated blood collection tubes to the stated draw volume to ensure the proper blood-to-additive ratio in the tube, gentle and thorough mixing to ensure that the heparin mixes completely with the blood specimen and helps prevent the formation of clot, proper centrifugation conditions-g force and time, and storage conditions. Bd received samples and data from the customer facility. Based on the outcome of the onsite investigations by bd and roche and the analysis of the data, no further evaluation of the customer samples was deemed necessary. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: several issues in the handling and processing of blood specimen are documented in the scientific literature[1]. Bd has visited the customer and the most likely root cause of the issue has been determined to be the poor quality specimens and the subsequent pre-analytical concerns observed. Bd has provided troubleshooting related to the issue. [1] clsi. Procedures for the handling and processing of blood specimens for common laboratory tests; approved guideline- fourth edition. Clsi document gp44-a4. Wayne, pa: clinical and laboratory standards institute; 2010. Root cause description: based on the investigation, the most likely root cause was determined to be the poor quality specimens and the subsequent pre-analytical concerns observed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin 83 units were giving erroneous results during use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin 83 units were giving erroneous results during use.